Event description:
Procedure: lap chole. Broken tip. No tissue loss. No tissue damage. No extension of the incision. No blood loss greater than 500cc. No delay in surgical time over 30 minutes. Additional follow up sent, waiting for response.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on 03/17/2015.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Additional information provided by the account.

Event description:
According to the reporter: nothing fell into the patient's cavity. The lens appeared cracked.